Manufacturer narrative:
Device lot number, catalog number and expiration date unk. The device was discarded, thus no investigation could be completed. Device manufacture date unk because lot number unk.

Event description:
A lead extraction procedure commenced to remove 5 leads: two right atrial (ra) and three right ventricular (rv) leads due to tricuspid regurgitation. Spectranetics lead locking devices (llds) were inserted into each lead to provide traction. The three rv leads and one ra lead were successfully removed. While removing the last ra lead, with use of a spectranetics 11f tightrail rotating dilator sheath, the ra lead popped free and the patient's blood pressure immediately dropped. Rescue efforts began, including pericardiocentesis (removing 300 cc of blood) and sternotomy. A 1 mm perforation was discovered in the ra. The perforation was successfully repaired with a simple stitch and the patient survived the procedure. This report captures the lld providing traction to the ra lead when an ra perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.